Event description:
On (B)(6) 2011 customer reported that the lx20 pro instrument generated a false high sodium (na) result of 167 mmol/l. It is unknown if this result was a quality control or patient sample. It is also unknown if the result was reported outside the laboratory, and if treatment was initiated or withheld. The sample was repeated on another instrument and the na result was 130 mmol/l. Customer stated that the quality control was intermittently erratic, but the quality control report from the day of the event was within specification. Customer further stated that they were having problems with their carbon dioxide (co2) and chlorine (cl) results, but did not provide any other details. Field service engineer (fse) examined the instrument and replaced the na electrode and na reference electrode. Fse also cleaned the cl electrode tip and flow cell. Performance was verified per established procedures.

Manufacturer narrative:
(B)(4).